Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not displaying an episode from the other month when being interrogated with a programmer. Review of the device data indicated two interrogation sessions were attempted the day of trying to retrieve the episode. During the first interrogation, the telemetry session dropped without completing information storage on the programmer. The second interrogation was successful but the counters reset thus not showing the episode. The s-ICD remains in service and there were no adverse patient effects reported.